Manufacturer narrative:
The "date of event" and "patient identifier" have not been provided. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges scooter suddenly started driving/picked up speed, consumer missed a turn, and went down the stairway. Alleges consumer went down first and was injured. Alleges scooter went down after her, but got stuck halfway, and did not fall on top of consumer.